Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant placed in type iii bone in ada site 14 in the mouth failed after 3.5 months. Clinician reports patient's peri-implantitis, infection, pain, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant placed in type iii bone in ada site 14 in the mouth failed after 3.5 months. Clinician reports patient's peri-implantitis, infection, pain, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).